Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the patient is in constant extreme pain that originally started six weeks post operation and got worse over time. There was swelling in the hip area. The hip dislocated on (B)(6) 2010 because of a large hematoma. The hip was aspirated in 2011. A drain was placed in the hip area but it didn't help and patient ended up with the a wound vac. Patient also states that the incision area never healed. Patient also reports contracting mrsa. Patient is stating that the implant was removed in (B)(6) 2011 and a stryker implant put in (B)(6) 2012.